Manufacturer narrative:
There has been a previous report received where overfilling a root canal resulted in a serious injury. Therefore, it must be presumed that recurrence of this issue could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The return sample was empty. A retain sample was evaluated and found to be within specification. Also, a DHR review was conducted with no discrepancies noted.

Event description:
A complaint was received regarding the amount of material in one of the tubes of ah plus jet. While reviewing the x-ray of a patient in that complaint, it was found that a dentist had overfilled a patient's canal with ah plus jet.